Event description:
I had cataract surgery. Afterwards my vision was negatively affected. Lights I see have a star effect. Especially at night headlights and street lights are blurry and look like they have streaks of light coming out of them--like a starburst or halo. I was told it would go away. It has not. I think it is because the edges of the implanted lenses are reflecting the light. I asked the dr. If she would report this problem to the manufacturer to see if others were having this problem. She said there is no way to do that. Basically, she blew me off. Apparently, I have to live with this now and there is no way I can communicate this problem with other potential patients. One lens was implanted in each eye. They are: light adjustable lens, gtin (B)(4), rxsight sn (B)(6); light adjustable lens, gtin (B)(4), rxsight sn(B)(6). The lenses were implanted on (B)(6) 2025, respectively. I believe the manufacturer is rxsight. The surgery was done by the (B)(6) in (B)(6). Everyone has been very nice, but no one will recognize that this might be a problem with the lenses--the medical devices--implanted in my eyes. And I don't know if there is a problem, but it seems that there should be a central reporting location for possible problems. Pt codes: 2137, 4471, 2227. Device codes: 1506, 2682, 3023. Ref report: mw5180115.